Event description:
It was reported that the patient presented in-clinic for a routine follow-up. Upon interrogation, the pacemaker was found to be very near end of life indicator. It was noted that the patient was checked three months ago, and the battery longevity was estimated to be nine to twelve months to elective replacement indicator. The patient was being scheduled for a device change, no further information was available.